Manufacturer narrative:
(B)(4). The precaution section of the instructions for use states: "as with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted."

Event description:
A user facility report was received by gore (B)(4) which reported a (B)(6) female patient who underwent a total vaginal hysterectomy, bilateral sacrospinous fixation of vaginal apex post colporrhaphy perineoplasty. The surgeon utilized the capio open access device with the gore-tex needle. The bullet segment of the needle was deployed into the right ischial spine and sacrospinous ligament and while suturing it was noted that the bullet had become detached. Attempts to find the same was to no avail.

Manufacturer narrative:
One suture was returned to the histology facility in the w.l. Gore science center in (B)(4). Images were taken of the returned device and are attached to the task. Engineering evaluation stated the following: the images show the returned device is consistent with the reported complaint of needle separation (curved needle still attached, bullet needle not present). Since the bullet needle was not retrieved, the needle could not be evaluated. The end of the fiber does appear consistent with a needle separation, as it exhibits frays generated from the shear force of pulling the fiber out of the crimped needle channel. 100% of attachments undergo an in process test at needle attach to ensure that every attachment meets tensile strength requirements. Additionally, each lot is sampled and qc tested for needle attach tensile strength and must meet the release requirements to be dispositioned as accept. The suture hazards analysis, design fmea, and process fmea already address the failure modes and hazardous situations resulting from needle separations. The root cause of the needle separation is that the suture was likely subjected to forces exceeding the tensile strength of the needle attachments.